Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a false positive signal artifact monitoring (sam) episode due to electromagnetic interference (emi) while the patient underwent a surgery. This device remains in service. No adverse patient effects were reported.